Event description:
The intralase flap created had an unusual obl pattern after creation. Doctor elected to abort lifting the flap based on the appearance. He was able to place the suction ring very well with good centration and place a 9.2mm d flap. He noted this immediately during the making of the flap. Obl was present in the initial 50 percent of the flap and did not extend to the edge of the flap nearly the entire border. There was no evidence of loss of suction during the procedure. At the end of the flap creation suction was removed and the ring was withdrawn from the eye. The eye was examined under the visx microscope and the decision to abort was made based on appearance.